Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012659437); product type: 0195-heart valves; non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-34, the valve was properly loaded and a pre -implant balloon dilatation was performed using a 26mm non-medtronic balloon. The valve was then advanced into the annulus plane. During the first deployment, the valve expanded well but was positioned too high, leading to a recapture. During the second deployment, an infold occurred, prompting another recapture and the loading of a new valve. The newly loaded valve expanded well during the first deployment and was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: d3 d4 d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway rpa lab loaded inside the delivery system. The valve was deployed and forwarded to the santa ana product analysis lab. The valve was received inside a heart valve return kit jar submerged in cloudy 0.2% glutaraldehyde solution. The valve showed evidence of blood contact with visible traces of coagulated host tissue. The valve was received in a compressed state with the inflow and outflow aspects displaying elliptical appearances. As received, all leaflets were in a partially closed position with a gap between the free margins. The dried state of the tissue appeared to restrict leaflets from closing. All leaflets appeared dry, stiff and slightly pliable. All leaflets showed signs of creases and frame imprints. Remnants of coagulated host tissue were noted on the commissures. Commissures appeared intact. All sutures appeared intact; no damages were observed. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded with the outflow and inflow elliptical appearances resolving. The tissue along the outer wrap appeared dry. The valve appeared to retain a compressed state around the inflow/valve skirt, possibly associated with the valve being inside the capsule of the delivery system for an unknown duration of time. There were no bends or kinks to the frame. Scratches were noted on the margin of attachment (moa) of leaflet 1. Due to the returned condition of the valve, a deployment simulation could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 image review: media files and static images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. The valve was deployed just prior to the point of no recapture in the cusp overlap view but an angiogram was not performed therefore it is not possible to validate depth on the non-coronary cusp. However, in the left anterior oblique (lao) view, depth appeared to be 0 millimeter (mm) on the left coronary cusp. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider rec apture. The valve was recaptured and during the subsequent deployment attempt an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. There is evidence that a new valve was prepped, loaded and confirmed a good load. Afterwards, the new valve was successfully implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the patient's annular calcification contributed to the infold.